Event description:
It was reported that the embolization coil was used to treat a patient with an acomm aneurysm. Reportedly, it was difficult to advance the coil and the physician attempted to pull the coil back into the sheath when the coil started to unravel and would not go back into the sheath. The coil was removed from the patient and the case was aborted as the coil could not be placed in the aneurysm. No coils were implanted during the case. Reportedly, vessel anatomy was the main reason why physician was unable to treat the aneurysm. At the end of procedure, the patient was the same as pre procedure and currently "baseline." The physician plans to bring the patient to surgery to clip the aneurysm; however, no date is set.

Manufacturer narrative:
The device was returned to the manufacturer for analysis and the investigation is ongoing. Upon completion of the investigation, a supplemental MDR report will be submitted.

Manufacturer narrative:
Correction: d2a, d2b and g5. The investigation found the pusher returned with no implant attached. The implant was not returned. Further investigation found the heater coil pet melted and the pusher's monofilament with a mushroom shape, indicating that the implant was detached via thermal activation. As the implant was not returned, the investigation could not test for or further assess the alleged unraveling and resistance issues. The microcatheter used in the procedure was not returned, so the investigation could not determine if it had caused or contributed to the reported event. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.